Event description:
A nurse reported a pt who was treated in the nasolabial folds on 29 april 1998. There was no unusal blanching or bruising at the time of the injection. On 30 april 1998 the pt developed pain and bruising in the nasolabial folds. A consulting general practitioner diagnosed an infection and prescribed an oral antibiotic on 02 may 1998. There was no ulceration, tissue breakdown or sloughing, and the injector did not believe the event was vascular in nature. The symptoms were considered product related.